Manufacturer narrative:
This report is filed, may 19, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site despite antibiotic treatment and prior abutment removal. Subsequently on (B)(6) 2016 the patient underwent a surgical procedure to have the device explanted.